Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had authentication error when attempting to log into station. A technical support specialist found that new user login issue after hospital upgrade. Most users resolved by logging into server first. One user had invalid credentials and requested information technology (it) to reset the user credentials. The users could log in after reset. The login worked successfully on server and station. The system functioned as intended after technical support specialist and hit team resolved the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es login issues. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.